Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was used. During the procedure, as the mesh was opened, a hole in the packaging was noted. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The holes were seemingly caused by handling of the customer (during opening). The implant itself shows no defects (no degradation). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.